Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: the above identified instrument would not affix to implant. A secondary impactor was utilized.